Event description:
During a posterior chamber vitrectomy procedure, the initial reporter stated that the tubing came apart in the pt's eye. There was a few minutes delay while they opened a new pack and changed the tubing.